Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. Per instructions for use (IFU), the peg tube should be pulled until elastic resistance is felt, kept under tension, fixation plate should be secured into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported (B)(4) 2019 that the patient had peritonitis after the peg/pej placement by a wide entrance channel since (B)(6) 2019. Also, on (B)(6) 2019 the patient experienced intra-operative bougienage of the canal with injury to the spleen and bleeding was found. Therefore two abdominal drainages were placed. Since (B)(6) 2019 the patient receives 3x2g intravenous antibiotic cefotaxime and 3x500mg oral antibiotic metronidazole for peritonitis.